Manufacturer narrative:
Concomitant medical products: a7700-23 mechanical valve, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right atrial (ra) lead exhibited undersensing. The pocket was reopened, and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.